Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No blank display was noted. We were unable to verify motor error alarm due to cracked and bleeding lcd glass. The motor passed motor test. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error on several occasions. The patient's blood glucose at the time of incident is unknown. The display became blank and the device became unresponsive. The insulin pump will be returned and replaced.